Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the adhesive around objective lens had a crack and z-block (server plug-in) had corrosion cause due to cause traced to component failure and air water cylinder and air water tube had foreign objects cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, air water cylinder and air water tube had foreign objects, adhesive around objective lens had a crack and z-block (server plug-in) had corrosion was observed. There was no patient involvement.